Event description:
Affiliate reported that the product was not working and therefore used another one. As a result the procedure was delayed for one hour.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Eval in progress.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation and during the evaluation, a review of the quality records was conducted and prior to distribution, this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: visual inspection of the sensor, connector, and catheter found no abnormalities. The device failed electrical leakage test - internal spec. Equal or less than 3ua; test reading = 4.60ua. Based on the above evaluation, the supplier was unable to determine the cause of the failure. No further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.